Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient was experiencing poor coupling with recharging. The patient had a hard time getting up to 6 bars and was mainly at 4 bars, but would get 2 bars if they moved. The patient did have the recharging antenna in a different orientation. The ins pocket was tilted, too deep, and it seemed like the ins was moving around inside the pocket. The patient declined troubleshooting and thought the issue was with the recharging antenna orientation. No patient symptoms were reported.